Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tightening suture broke during tightening of the device. All broken parts were retrieved from the patient. One surgery needed to be taken out of the program due to the delay caused by the error. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1588btb-2j - btb tight rope instead of rt). It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the suture had broken in one of the loops below the splice section. The tail that was broken off was not returned for investigation. The cause remains undetermined, although probable causes include interference between the device and sharp edges on bone and/or other instrumentation, or through the application of excessive force during tightening. Upon functional testing, it was noted that the loop that was still assembled performed as required.